Manufacturer narrative:
Evaluation summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during a total colectomy, when closing the jaw, the activation did not work at all on once device. The other device worked intermittently. Switched to another device, and the hand activation did not work at all on it. Finally had to move to the foot pedal to complete the procedure. There was no adverse pt consequence. Extended procedure by 1 1/2 hour.